Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they experienced low blood glucose 48mg/dl. Customer current blood glucose was 107mg/dl. Customer was treated with food and orange juice. Customer was declined for complete troubleshooting. The product will not be returned for analysis.